Event description:
It was reported that the patient received a durom us acetabular component 50/44 j on the right side on (B)(6) 2007 and is being monitored due to pain.

Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. As the patient has not been revised, the common clinical presentation and the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).